Event description:
A healthcare professional additionally reported that a patient experienced ¿breast developed swelling, breast incision opened and began draining purulent fluid, wound with redness¿ and ¿recall of texturized implants¿. Treatment included antibiotics, analgesic and anti-inflammatories. Pre-op diagnosis was ¿infection of the breast implant¿.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence, drainage and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events.

Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported unknown side "discomfort." The device has been explanted.